Manufacturer narrative:
Tandem¿s g4 cartridge instructions for state to make sure that insulin is at room temperature before filling the cartridge. In addition, remove all air bubbles from the system before beginning insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was in the upper 100s mg/dl. A cause of the past occlusions could not be identified. A system check using the current supplies found that the pump and infusion set tubing were functioning as expected. The customer declined to remove and inspect the cannula. The customer declined any further troubleshooting and reverted to using a non-tandem pump to manage diabetes. A tandem clinical diabetes specialist (cds) met with the customer and found that the customer had been using cold insulin to fill the cartridge. The customer had not been removing the air from the cartridge. The cds educated the customer on the proper air removal, fill tubing technique and proper infusion set insertion.